Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Patient initials: (B)(6). This report is for two unknown uss vas iii screws/unknown lots at l2 and l4. Partial part number 499.3xx provided. (B)(4). Device reportedly was not able to be explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during the revision of a posterior spine fusion from t11 to ilium using the universal spine system variable axis screws (uss vas iii) system, two (2) screwdriver tips were broken and one (1) screwdriver tip was bent. While replacing the uss vas iii screws at l2 and l4, a large amount of torque was required. At an unknown level, the tip from one of the 3.0mm hexagonal screwdriver with t-handle, as well as the tip from the 3.0mm hexagonal screwdriver shaft 230mm hxc broke off in the screw head of the uss vas iii screws. The fragments could not be retrieved and the screws could not be removed. Surgeon opted to leave the screws in the patient. Fragments also remain implanted in the patient. The tip of another 3.0mm hexagonal screwdriver with t-handle became extremely deformed during this procedure. Procedure was completed successfully with no delay and no harm to patient. The revision procedure is addressed on linked complaint (B)(4). This report is for two unknown uss vas iii screws. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.